Manufacturer narrative:
Concomitant device reported, lot # unknown, quantity (1). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Date of event: unknown. (B)(4) lot number unknown. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products: lot # unknown, quantity 1). (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, a revision surgery was performed on (B)(6) 2016, due to pain and lag screw cut-out. On (B)(6) 2016, the patient was implanted with trochanteric fixation nail advanced (tfn-a) which consisted of a nail, lag screw, and locking screw. On an unknown date, the patient fell, and experienced hip pain. She presented to the emergency room (ER) on an unknown date and x-rays were taken. The x-rays revealed the lag screw cut out superiorly. A revision surgery was performed and all implanted devices were removed intact. Patient was revised to a total hip prosthesis. The procedure was completed successfully. There was no surgical delay. Patient status/outcome was reported as unknown. This complaint involves one (1) part. Concomitant devices reported: nail (part # 04.037.042s, lot # unknown, quantity 1), locking screw (part # 04.005.522s, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).